Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a brief driveline disconnect. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the report of syncope could not be conclusively established through this evaluation. The patient was admitted for syncope, and the account noted a driveline disconnect/pump stop alarm. The patient denied removing the driveline, denied alarms, and denied symptoms. The driveline appeared intact with a tight modular cable connection. It was noted that the patient was in the hospital at the time of the driveline disconnect/pump stop alarm, and nursing didn¿t note any alarms. The submitted log files were reviewed. In the controller event log file, the driveline was disconnected for approximately 4 seconds on(B)(6) 2023 before being reconnected, evident by a decrease in pump power and loss of communication with the pump during the event. The brief driveline disconnect activated low flow, driveline disconnect, and lvad (left ventricular assist device) off alarms. The pump otherwise operated at the set speed without issue. Instances of low power hazard and no external power alarms were captured on (B)(6) 2023 and (B)(6) 2023; refer to the mobile power unit and controller investigations regarding these findings. The system controller's backup battery was utilized during the instances of no external power with no interruption in pump function. The system appeared to be operating as intended, and there were no other notable events or alarms active in the log files. Multiple requests for additional information regarding the syncopal event were submitted to the account; however, no response has been received at this time. Incidental finding revealed that the lvad event log file captured a software reset on (B)(6) 2023. A specific cause for this reset could not be conclusively determined through review of the lvad event log file alone. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including other neurological events (not stroke-related). In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 also includes instructions for replacing the current system controller. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook, rev. D, warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 2 ¿how your heart pump works¿ includes instructions for replacing the current system controller and cautions: do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was admitted for syncope. The patient had not followed up with our center since discharge after implant to rehab. The no external power alarms on the log were things the patient did. They reported they unhooked both cords when things were tangled, untangled them and reconnected to power. The patient was provided re-education on only unhooking one power source at a time. The driveline disconnect/pump stop alarm were also noted. The patient denied removing the driveline and it when assessed the driveline appears intact. The modular connector was tight. Log files contained multiple loss of external power events while connected to the mpu. The low voltage hazard events seen are the result of slow discharge of the mpu capacitors when they suddenly lose power. The controller did switch appropriately to the ebb when external power is lost. These events appear to resolve once external power was completely restored. The log also contained a pump stop event on (B)(6) 2023. This event could have been a result of an actual driveline disconnect or could be a result of an esd event. Because these event present similarly, they were unable to confirm which of the events caused the pump stop. The pump did resume normal operation following the pump stop event. Continued monitoring is recommended. The patient said during the time of the driveline disconnect/pump stop that there were no alarms, and they had no symptoms. The patient was in the hospital at this time and nursing did not note any alarms either. So, it seems like an esd event. Related controller is reported under MFR# 2916596-2023-06380.

Manufacturer narrative:
Related controller is reported under MFR# 2916596-2023-06380. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.